Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that on the same date, the patient was treated for a low blood glucose (bg) between 40 mg/dl and 70 mg/dl and a bg of 150 mg/dl with unsteadiness when standing and walking, feeling ¿shaky¿ and severe dizziness associated with an alleged inaccurate delivery. Reportedly, the patient remained on pump and was treated by a healthcare provider and received food and/or drink as treatment. Troubleshooting with customer technical support (cts) revealed that the basal delivery totals in the total daily dose matched as programmed and the basal history matched the active basal program settings. A review of the bolus history showed that the bolus totals did not match and the difference was greater than 5 percent; a cause for the bolus discrepancy could not be identified during troubleshooting. The reporter alleges that the pump may be giving too much insulin accidently as a result of not recording the boluses correctly. This complaint is being reported based on the allegation that the patient experienced hypoglycemia requiring medical intervention because of an alleged inaccurate delivery issue.